Event description:
It was reported that during percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Vascular access was obtained via a right radial approach. The 90% stenosed, de novo, target lesion was located in the mildly calcified left anterior descending artery (lad). A 20 x 3.50mm taxus liberté stent was selected and advanced to attempt to treat the lesion via direct stenting; however, the device was unable to cross the lesion and during manipulation, the stent was damaged. The lesion was then predilated with 1.5x10mm and 2 x 10mm balloons at 8 atms for 15 secs. After doing so, physician deployed taxus liberte - 3.5 x 24 across lesion which was deployed at 14 atms for 30 secs. The stented segment was post dilated with 4 x 8mm - nc balloon at 12 atms for 20 secs. Final angio showed well deployed stent with timi - iii flow. There were no patient complications reported and the patient's status post-procedure was stable.

Manufacturer narrative:
The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device was returned with a product mandrel and stent protector covering the stent. Lifted struts may have been pushed back into position by this stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Vascular access was obtained via a right radial approach. The 90% stenosed, de novo, target lesion was located in the mildly calcified left anterior descending artery (lad). A 20 x 3.50mm taxus liberte stent was selected and advanced to attempt to treat the lesion via direct stenting; however, the device was unable to cross the lesion and during manipulation, the stent was damaged. The lesion was then predilated with 1.5x10mm and 2 x 10mm balloons at 8 atms for 15 secs. After doing so, physician deployed taxus liberte - 3.5 x 24 across lesion which was deployed at 14 atms for 30 secs. The stented segment was post dilated with 4 x 8mm - nc balloon at 12 atms for 20 secs. Final angio showed well deployed stent with timi - iii flow. There were no patient complications reported and the patient's status post-procedure was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).